Manufacturer narrative:
Vyaire complaint number (B)(4). The sample was returned for evaluation. The vyaire medical failure analysis technician was able to confirm the reported issue through the events log and duplicated during functional check. Cause was identified as failed transducer pt802. The root cause is being investigated under CAPA ca-2017-0206.

Event description:
The customer reported that immediately when the ventilator was powered on, xdcr fault alarms occurred. There was patient involvement and patient was connected to the device at the time if the event; however, there was no patient harm or injury indicated.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that immediately when the ventilator was powered on, xdcr fault alarms occured. At this time, there is no information regarding patient involvement associated with the reported event.